Event description:
It was reported there was a volume discrepancy. The expected reservoir volume (erv) was 2 ml and the actual residual volume (arv) was 4 ml. The cause of the discrepancy was not known. The event resulted in an explant. The medication in the pump was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l56470, implanted: (B)(6) 1998, explanted: (B)(6) 2014, product type: catheter. (B)(4).